Manufacturer narrative:
Follow-up #1: date of submission 12/18/2015 device evaluation: the device has been returned and evaluated by product analysis on 11/23/2015 with the following findings: the last basal delivery was on (B)(6) 2015 at 6:56pm. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. There was no activity outside of normal use observed. During investigation, the ez-prime¿ steps were performed correctly. There were no errors, alarms or warnings or any delivery interruptions that occurred during the investigation. The pump reflected 24 units after a 24 hour 1unit/hour duration test. The product delivered within specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging an inaccurate delivery issue with the pump. The basal history reportedly did not match the active basal program. The patient reportedly experienced a blood glucose (bg) measurement of 450 mg/dl with extreme thirst, excess urination and nausea. The patient reportedly discontinued insulin pump therapy and was advised by the health care provider via phone to treat the bg via insulin injections. There was no indication of medical intervention. It was noted that the patient just finished taking antibiotics for an illness unrelated to diabetes. This complaint is being reported because the patient experienced an adverse event while using insulin pump therapy and due to the alleged device malfunction noted above.